Event description:
Physician utilized #4f fogarty catheter during procedure for proximal thrombectomy, embolectomy, profundoplasty, common femoral endarterectomy, femoral popliteal bypass left side. After withdrawing catheter, small balloon at distal end was not visualized. Unable to locate at this time.